Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for approximately three months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The photograph and video were visually inspected and a separation between the female connector and the main body was observed. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.